Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va0mw75, implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# va0clpm, implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3888-33, lot# va0erhe, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# va0m0ra, implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4)

Event description:
It was reported the patient was unable to communicate while charging and was unable charge. On (B)(6) 2015 the patient fully charged and it went fine. On (B)(6) 2015 they saw the reposition antenna screen on the implantable neurostimulator recharger (insr) and they were unable to communicate with the patient programmer. While on the call the patient tried to charge, not using the belt, and they got the reposition antenna screen. The patient was scheduled to have their staples removed on (B)(6)2015 and did not know if they were interfering with charging.